Event description:
The customer states the prism 6 channel-ce analyzer generated errors 40-99-xy - table controller bad response and 40-401- sample manager subsystem failed occurred. Then, the customer observed visible smoke coming from top of the instrument and smelled a burnt smell. No fire was observed, only visible smoke. The customer took the instrument out of svc. Field svc requested for the prism 6 channel-ce analyzer. There was no report of any injury due to smoke.

Manufacturer narrative:
The prism instrument's xy axis motor driver board failed and released smoke. The field svc rep replaced the xy motor driver assembly and the issue did not recur. The prism instrument parts that failed at the customer site are returned to dallas for failure analysis. The event is addressed in abbott prism operations manual: section 8: hazards, notes "caution" associated with electrical, mechanical and physical hazards. Section 5: operation instructions, includes instructions for an emergency power off the system. This a final report.